Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an issue with the infusion set, where the tape was not properly adhered and was torn, with one half stuck and the other half was not adhered, and the patient also experienced pain with a burning sensation.